Event description:
The product was implanted on 8/13/96. The catheter broke and a portion of it migrated to the heart. The surgeon removed the catheter on 1/8/97 without any complications.

Manufacturer narrative:
The catheter was received torn in two. This condition may have occurred due excessive tension placed on the catheter. However, the exact cause for the difficulty reported could not be determined.